Manufacturer narrative:
The customer has advised that the iabp was analyzed by one of their networks trained biomed and he was unable to duplicate the issue. A full preventative maintenance (pm) was completed on the iabp and no other issues were found. The iabp was cleared for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. A getinge representative contacted the costumer and walked then through possible causes and intervention to clear the alarm. The getinge rep, was later on contacted and told that iabp would just stop functioning with no accompanied alarm. They changed the console. The getinge rep, described the autofill/calibration and the customer think that was not the issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. A getinge representative contacted the costumer and walked then through possible causes and intervention to clear the alarm. The getinge rep, was later on contacted and told that iabp would just stop functioning with no accompanied alarm. They changed the console. The getinge rep, described the autofill/calibration and the customer think that was not the issue. There was no patient harm and no adverse event was reported.